Manufacturer narrative:
Completed information for section a1 patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p45-32 has a similar product distributed in the us, list number 7p45-40/45.

Event description:
The customer observed falsely elevated alinity I toxo results for a pregnant female patient. The following data was provided: (B)(6) 2023 initial result = 1.9 iu/ml (grayzone) (B)(6) 2023 (B)(6) initial result = 14.26 iu/ml and 14.69 iu/ml (reactive), toxo igm result = 0.080 (negative) (B)(6) 2023 (B)(6) initial result = 15.06 iu/ml (reactive), toxo igm result = 0.080 (negative) (B)(6) collected (B)(6) 2023 was sent out for additional testing at the specialized cerba spe laboratory: toxo igg (diasorin) was <3.0 iu/ml (negative) toxo igm (diasorin) was <6.0 iu/ml (negative) igg gondii (ld bio immunoblot): anti p-30 ac: absence anti p-31 ac: presence anti p-33 ac: absence anti p-40 ac: presence anti p-45 ac: presence interpretation: negative the reactivity seen on the western blot is not sufficient for affirming the presence of anti-toxoplasma gondii igg. Patient not immunized. No impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I toxo results for a pregnant female patient. The following data was provided: (B)(6) 2023 initial result = 1.9 iu/ml (grayzone) (B)(6) 2023 sid (B)(6) initial result = 14.26 iu/ml and 14.69 iu/ml (reactive), toxo igm result = 0.080 (negative). (B)(6) 2023 sid (B)(6) initial result = 15.06 iu/ml (reactive), toxo igm result = 0.080 (negative). Sid (B)(6) collected on (B)(6) 2023 was sent out for additional testing at the specialized cerba spe laboratory: toxo igg (diasorin) was <3.0 iu/ml (negative). Toxo igm (diasorin) was <6.0 iu/ml (negative). Igg gondii (ld bio immunoblot): anti p-30 ac: absence. Anti p-31 ac: presence. Anti p-33 ac: absence. Anti p-40 ac: presence. Anti p-45 ac: presence. Interpretation: negative. The reactivity seen on the western blot is not sufficient for affirming the presence of anti-toxoplasma gondii igg. Patient not immunized. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I toxo igg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints indicates that the reagent lot performs as expected for this product. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any nonconformance's or deviations associated with lot number 51239be00 and complaint issue. The overall performance of alinity I toxo igg was reviewed using field data from customers worldwide. The median value for lot 51239be00 was within the established limits and comparable to the historical reagent lot performance. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity I toxo igg reagent for lot 51239be00 was identified.